Manufacturer narrative:
The company representative examined the system and was unable to replicate the customer reported event. Both handpiece ports were tested and passed. The system was then tested and met all product specifications. No sample was returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Per technical service troubleshooting document in this fault condition, message appears to user to remove a handpiece, system stops applying u/s power until this occurs. However, the system's event log was reviewed and revealed system message "u/s hp failure - multiple handpieces connected" occurred on the day of the reported event. In this fault condition, system stops applying u/s power until second handpiece is removed. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).

Event description:
An operating room manager reported that during surgery, the ultrasonics was not responding. The system was exchanged within five minutes and the surgery was completed. There was no harm to the patient reported.